Event description:
On (B)(6) 2014, the patient contacted animas for an unrelated issue and during the call she mentioned that nine or ten years prior she had been hospitalized for breathing problems while she was off the pump waiting for a replacement. The patient stated she came off the pump due to a malfunction and while waiting for a replacement pump, she was not on a backup plan and did not take any insulin. The patient was reportedly found with breathing problems and was taken to the emergency room. The patient stated that she was treated with a trach tube for breathing and her blood glucose (bg) stabilized. The patient did not provide any bg values. The patient stated that her healthcare provider had told her while she was off the pump that if she did not consumed any carbohydrates and stayed on a diet of broth her bg would be ok. The patient could not recall which pump she was on or any other details, as the issue occurred several years ago. The patient is reportedly currently on insulin pump therapy with a newer pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while off the pump due to a malfunction and not using a backup plan for insulin delivery.

Manufacturer narrative:
The pump tha the patient was on at the time of the alleged incident was previously returned to animas, however the patient could not provide the serial number or model number for which pump she had been on. No conclusions can be made at this time.